Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker was exhibiting undersensing. No changes or intervention was performed. The patient was in stable condition.